Event description:
It was reported that the patient experienced a phrenic nerve palsy. A polarx catheter was selected for a cryoablation procedure to treat atrial fibrillation. During cooling of the right superior pulmonary vein, compound motor action potential (cmap) monitoring stopped, and the phrenic nerve movement was slightly weakened. The procedure was competed, and the patient is under observation. No additional patient complications were reported. The polarx is not expected to be returned since it was discarded at facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.